Manufacturer narrative:
According to the information received from the field a technical implant failure due to the reported impact seems likely. However to determine an exact root cause device investigation of the explanted device is necessary. Re-implantation is considered but no further information was received. This is a final report.

Event description:
The user no longer had benefit with the device after a motorcycle accident. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user no longer has benefit with the device after a motorcycle accident.

Event description:
The user no longer had benefit with the device after a motorcycle accident. The user has been re-implanted.

Manufacturer narrative:
According to the information received from the field a technical implant failure due to the reported impact seems likely. However to determine an exact root cause device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. This is a final report.

Event description:
The user no longer had benefit with the device after a motorcycle accident. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the wireguard and wires. Due to the fact that no intermittencies were stated prior to the reported motorcycle accident it is highly likely that the direct impact or excessive mechanical stress caused by the accident caused final breakage. Micromovements may have contributed to the breakage over time. Problems given in the recipient report appear to match well with this finding. This is a final report.